Manufacturer narrative:
Concomitant medical products: product ID: 977a260, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The rep was in the operating room (or) and the patient had to be brought back in as they believed the lead was sitting on a nerve. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. It was reported that the cause of the lead sitting on a nerve was not determined. The serial / lot number of the lead could not be determined. The hcp ended up pulling the lead down to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. It was reported that the cause of the lead sitting on a nerve was not determined. The serial / lot number of the lead could not be determined. The hcp ended up pulling the lead down to resolve the issue. No further complications were reported or anticipated.